Event description:
The customer reported obtaining elevated accutni (troponin I) results within the risk stratification range of the assay for one (1) patient involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer repeated the sample on an alternate access 2i analyzer and obtained lower results within the normal range of the assay. The elevated accutni results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer reported this event to beckman coulter 12 days after the event had actually occurred. Quality control (qc) results performed erratically on the instrument in question with some results recovering at the upper end of the 2 standard deviations (sd) limit. System checks passed within instrument specifications on (B)(6) 2013 after the event had occurred. The sample was collected in an unknown collection device but was centrifuged at 3700 rpm for 5 minutes. The customer did not report any sample integrity concerns in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed issues with the instrument while troubleshooting the event. The fse observed that the high ultrasonic setting was outside of the 197v (+/- 3v) specification but could not perform adjustments to correct for the shift. The fse replaced the ultrasonic board (printed circuit board) to achieve steady ultrasonic voltage settings. The fse also noted that the vacuum pump was abnormally noisy and indicated that the pressure was at 387 mmhg (the minimum vacuum specification is 450 mmhg). The fse flushed the vacuum but observed a leak afterwards and proceeded to replace the pump. Hardware is the likely cause of this event; the fse replaced the ultrasonic pcb to achieve ultrasonic voltage settings within the instrument specifications. It is not likely that the vacuum pump contributed to this event; the replacement of the vacuum pump appears to be a preemptive measure.